Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Customer reported to stm that pump displayed fiber optic failure on screen before use. Due to the failure, the iabp was swapped for another pump. Subsequently, the stm was informed that patient was not injured as a result of this incident. In addition, no patient info was available asku. When the stm began inspecting the iabp, found the fiber optic jumper cable kinked inside of the pump. After findings, the stm stated that the pump recently had a scroll motor replaced by getinge rep. Further more, during fiber optic test in diagnostics the display would not show any triangle wave form. The stm replaced the cable. The iabp passed all calibration, functional and safety tests. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer at westchester medical center that the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic failure when turned on. There was no harm or injury to the patient and no adverse event was reported

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the fiber optic jumper cable was kinked inside the pump. During the fiber optic test in diagnostics the display would not show any triangle wave form. To address the issue the stm replaced the fiber optic cable. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed fiber optic failure on screen before use. The iabp was swapped to continue therapy. There was no harm or injury to the patient and no adverse event was reported.